Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product catalog and lot numbers were not reported; UDI unavailable. (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. The complaint and the accompanying fluor images were reviewed by the independent physician. The one image demonstrates the stent within the catheter with the delivery system in proper position, there is only one marker band on this catheter (distal marker band). The second image is simply a microcatheter super-selective injection on the vasculature. The complaint states that the physician pushed the delivery wire and the stent did not move. This stent is designed to be unsheathed, not pushed out of the microcatheter, which is very different from braided stents and flow diverters. There is vasospasm present in the vessel distal to the catheter and the vessel appears small. This may or may not have contributed to the deliverability issue. Overall, there is not enough information provided to make a conclusion as to what occurred, and whether there is a device issue or a technical issue with how the physician attempted to deliver the device." This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2020-00043 and 3008264254-2020-00001.

Event description:
A report from the field, during an intracranial stent implantation procedure, the 4mm x 23mm enterprise 2 (encr402312/11136684) stent detached from its delivery wire when the stent was at the far end of the prowler select plus (unknown product code & lot) microcatheter. The physician pushed the delivery wire, but the stent did not move. The stent was stuck in the microcatheter and had detached from the delivery wire. The enterprise and prowler select plus were removed as a unit and replaced with devices from same product code. No patient complications occurred as a result of the event; however, cerebral target position was lost.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field that during an intracranial stent implantation procedure, the 4mm x 23mm enterprise 2 (encr402312/11136684) stent detached from its delivery wire when the stent was at the far end of the prowler select plus (unknown product code & lot) microcatheter. The physician pushed the delivery wire, but the stent did not move. The stent was stuck in the microcatheter and had detached from the delivery wire. The enterprise and prowler select plus were removed as a unit and replaced with devices from same product code. No patient complications occurred as a result of the event; however, cerebral target position was lost. Select imaging was provided. The device was not returned, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Based on the second image received, there is vasospasm present in the vessel distal to the catheter and the vessel appears small. With the information available and without the product available for analysis, the reported customer complaint of ¿catheter (body/shaft) - obstructed-in patient with loss of mc cerebral target position¿ could not be confirmed. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known extensively documented complication that can occur with any invasive procedure during which devices are introduced into vessels. With the information provided, it is not possible to determine the root cause of the event; however, clinical and procedural factors including vessel characteristics and device manipulation may have contributed. The file will be re-reviewed if additional information is provided at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4) section b5: additional information received indicated that there were no surgical delays due to the event. Adequate flush was maintained through the devices. No other information is available. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.